Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer drank milk to address bg. The customer alleged that the pump did not deliver boluses. The pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. Recommendation was made to consult with a healthcare provider regarding diabetes management.